Event description:
A pt reported experiencing inaccurate erratic results with a ss original meter. The pt's blood glucose results were 37mg/dl (meter), 162mg/dl (lab). Tests were done within <10 mins with a difference of 77%. Pt did not experience any adverse events. No further info has been reported.